Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). The representative stated that lead sheath sheared at the distal connection point with the electrode when connecting it to the percutaneous extension and sliding the boot over the wire. The product was never implanted. No patient issues, strictly device. Lead was removed and replaced with another product. No troubleshooting possible. No external factors, normal procedural steps followed. There were no further patient complications are anticipated or expected as a result of this event.